Event description:
A review of service data has detected a reportable event. Upon servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk connector pins were bent. The root cause of the belt trunk connector pins cannot be positively identified, but is likely due to physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.